Event description:
It has been reported that revision surgery is scheduled for (B)(6) 2013 following two hip dislocations. The patient was originally implanted in (B)(6) 2007. 1st hip dislocation occurred (B)(6) 2012, 2nd hip dislocation occured (B)(6)2013.

Manufacturer narrative:
Only the femoral head involved in this incident was returned for manufacturer's analysis.